Event description:
The following has been reported: nurse reported: infusion leaking from cassette. This was either a venofer or rituxan infusion, customer could not specify. Pharmacy dept primes all medications. A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.